Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient underwent a third revision approximately 14 years later due to instability and chronic periprosthetic fracture. During the revision, the surgeon noted that the cerclage wires had all essentially failed with several from the initial fixation found broken. The plate and all cables were removed, and a trochanteric bolt was placed along with new cerclage wires for fixation. The head and liner were also exchanged without complication. The patient continued to experience nonunion following the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). This report will be reported under MFR number: 0002648920-2024-00366.

Event description:
No further information at the time of this report.